Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels and also because the customer could not read the display. The customer reported that the insulin pump was dropped and had a crack on it. The customer also reported that the insulin pump alarmed no delivery. The customer's blood glucose level at the time of admission was 675 mg/dl. The customer's symptoms and treatment were unknown. The customer was wearing the device at the time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer's device was replaced and but was not returned for analysis.